Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during trocar insertion on a laparoscopic bariatric, air or gas leaked from the seal. It was stated that the seal was damaged. It was also stated that there was a noticeable loss of abdominal pressure. They opened another device to complete the case. There was no patient injury.